Event description:
The consumer states he just had the joystick replaced about 2 or 3 months ago. Now the yellow wrench is flashing 5 times and then 6 times. The problem is intermittent. The consumer has been stranded 3 times and is afraid to take it outside. If he jiggles the lever to put the chair in free wheel, sometimes that will make the joystick work again. Per our technician, the 5 flash is a left brake fault which means a bad right motor. The 6 flash is a right brake fault which means a bad left motor. (B)(4).